Manufacturer narrative:
On (B)(6) 2023 a log review was performed by tandem technical support and the following information was received: this evidence does show that an individual used the pump and intentionally delivered this 5 unit bolus. The pump is functioning as intended. This event does not meet MDR requirements as defined by 21 cfr 803.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump delivered a bolus without user input. The customer's blood glucose (bg) level was 148 mg/dl. The customer reverted to an alternate method of insulin therapy.